Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer also reported that the insulin pump alarmed no delivery. The customer's blood glucose was 485 mg/dl at the time of incident. The customer's blood glucose was 354 mg/dl at the time of call. The customer stated that they gave correction with the insulin pump. The customer's blood glucose was 164 mg/dl at the time of hospitalization. The customer stated that they were not feeling well and were given insulin to treat the blood glucose. The customer stated that they were off the insulin pump for less than 48 hours at the time of hospitalization. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.